Event description:
The plastic tip on the jaws was missing. The pt's leg was searched but the piece was not located. The plastic tip was seen before the procedure.

Manufacturer narrative:
The returned product was visually and functionally evaluated. The technician was unable to operate jaws. The upper jaw was broken, the broken portion of the jaw was not returned. Dried blood was observed inside shaft and jaws.